Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 560 mg/dl at the time of the incident. The customer reported that her brother was in the hospital due to hemoglobin being too low unrelated to high/low blood glucose but pump was lost while he was at the hospital. Customer treated for high blood glucose with manual injection. Customer cannot troubleshoot for high blood glucose because customer lost the pump. The pump will be returned for analysis.